Event description:
It was reported that the device and rv lead were explanted at the patient's request due to inappropriate shocks delivered because of t-wave oversensing. No further patient complications were reported as a result of this event.